Event description:
"Patient with bleeding due to failure to coag". Leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.

Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.

Event description:
"Patient with bleeding due to failure to coag". Leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 01/08/2020 under wo #'s (B)(4) and shipped on 1/24/2020. Manufacturing record review: DHR's 269844 & 269837 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was returned on RMA # (B)(4) 1/19/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected unit. Root cause: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. Corrective actions the units' board was updated to the latest revision under wo # (B)(4), tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of ecn (B)(4), updating a test procedure, re-working relevant units in wip and recall 1216677-09-03-2021-003 was initiated. Was the complaint confirmed? Yes.

Event description:
"Patient with bleeding due to failure to coag". 1216677-2021-00320-1 leep precision intg sys lp-10-120 e-complaint (B)(4).